Event description:
A 135 degree lag screw implanted into pt's hip for subcapital hip fixation. The pt's hip healed. The pt continued to experience a great deal of pain. During procedure to remove implants on 12/3/1997, the lag screw was discovered broken.

Manufacturer narrative:
H3, h6 - actual device has been evaluated and found to have met all dimensional specifications. However, incorrect technique or the misuse of the device may have been the cause of the breakage.